Event description:
Four technical error codes were discovered in the ventilator logs. The error codes indicate disabled valves, control printed circuit board communication failure with the monitoring printed circuit board, control printed circuit board failure during start-up and an error in the internal memory. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the returned control pc board has been completed. It is based on an evaluation of the received device logs and laboratory tests of the pc board. Simulated use testing of the returned pc board in a reference ventilator led to generation of one of the reported technical errors at startup. The fault condition was permanent and it was not possible to start ventilation. Electrical tests were performed without finding the cause of the reported issue. Evaluation of the device logs confirmed the occurrence of the reported technical errors on the date of the event. According to information received, there was no patient involvement. If the event appears during ventilation, ventilation will stop and the technical errors will be notified to the user via generated high priority alarms and the corresponding technical error codes. The conclusion in this matter is that the reported issue is caused by a hardware failure occurring on the control pc board but the failing component has not been determined from this investigation.